Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Functional testing found the unit failed the cross coupling test. It was reported that the cross-coupling test did not pass during operation check. The reported issue was confirmed. The most likely cause was traced to component failure. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during servicing, after the version was upgraded to version 4, it was observed that the cross-coupling test did not pass during operation check. Since the cross-coupling test was not good, the steering relay board responsible for switching the output ports was replaced. Version upgrade (2.1.0.14, 4.0.4.5) work. Inspections [visual and functional inspection, internal device function check, leakage current test, cross-coupling test (to assess the effect of leakage current on other output ports), patient safety circuit test (rem), output characteristics test, various function inspections, and cleaning] were performed. There was no patient involvement.